Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an exeter in situ had allegedly fractured. The stem has been removed but the product has been damaged further during removal. Due to the unusual way the stem has fractured the clinical director of the hospital would like to submit an investigation. The patient had their original surgery in 2004. They had bi-lateral thrs done at the same time. A few days ago the patient was admitted to (B)(6) hospital as he reported that his left leg gave way. When x-rayed it was noticed that the neck of the exeter stem in situ had fractured.

Manufacturer narrative:
An event regarding a in a fractured exeter stem was reported. The event was confirmed. Method and results: device evaluation: the trunnion of the exeter stem was fractured. A material analysis report was performed and concluded that "the stem fractured in fatigue. The fracture origin was located at or near the location of laser mark on the stem. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in low inclination as principal factor in combination with patient obesity as secondary factor have contributed to an overload condition in the bearing area that ultimately caused a fatigue fracture in the exeter stem neck." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion; a medical review was performed and concluded that cause of the failure was related to "cup malposition in low inclination as principal factor in combination with patient obesity as secondary factor". The clinician indicated that the event was not device related. Further to this a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that an exeter in situ had allegedly fractured. The stem has been removed but the product has been damaged further during removal. Due to the unusual way the stem has fractured the clinical director of the hospital would like to submit an investigation. The patient had their original surgery in 2004. They had bi-lateral thrs done at the same time. A few days ago the patient was admitted to alexandra hospital as he reported that his left leg gave way. When x-rayed it was noticed that the neck of the exeter stem in situ had fractured.